Event description:
Patient/user of the fmc device admitted to hospital due to peritonitis (admission date and event leading to the peritonitis unknown as no medical records provided). The charge nurse stated that the patient's husband had died recently and was the main caretaker for the patient's peritoneal dialysis treatments. Prior to hospitalization, the patient was doing her own treatments. The nurse called tech support because of drain complications. Drain problems were due to fibrin in the patient's lines and were resolved by doing manual exchanges. The patient has since been discharged on ip antibiotics and heparin.

Manufacturer narrative:
The actual device was not returned for evaluation and therefore the reported event could not be confirmed or replicated. An investigation of the device manufacturing records was conducted. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. Per fresenius medical care pharmacovigilance physician the patient was admitted to the hospital due to peritonitis. The cycler alarms that occurred during the hospitalization were due to the fibrin. No info was obtained to suggest that the event was related to the cycler. There is no info that there was contact between the dialysis solution and the cycler. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events rec'd between march 21, 2011 to march 11, 2013.